Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. However, based on the investigation findings, the most probable cause of the complaint is a component failure of the connector, which prevented the video cable from being securely connected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video system center had poor connector contact, so the video cable could not be securely connected. There was no patient involvement.